Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. Customer received a replacement transmitter to resolve the reported issue.

Manufacturer narrative:
Device evaluation completed on 10/21/2018.